Event description:
The patient fell the week before in (B)(6) 2017. She was able to feel magnet stimulation after the fall, and the physician did not believe that the increase in seizures was related to vns. The patient had exploratory surgery. The pocket was irrigated and closed. Diagnostics were within normal limits. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for explorative surgery with possible generator revision due to the patient no longer feeling her vns go off and having an increase in seizures after she fell. The patient's device was able to be communicated with, and settings were adjusted in response to the increased seizures. No surgical intervention has occurred to date.